Event description:
Hcp reported pt gave themseleves a bolus then became confused and gave themselves another bolus which caused an overdose. Hcp reported pt had their own pump programmer. The pt was subsequently hospitalized for approximately two weeks. During the hosptialization the pump was stopped. Hcp reported there was no pump malfunction. The pt is now reported as doing fine. The physician has taken the pump programmer away from the pt.